Event description:
It was reported that the surgeon that used the robotic di vinci device for a di vinci left radical nephrectomy procedure. They had removed the robotic system and were using an echelon stapler. The surgeon was firing across the renal artery and the stapler inadvertently misfired on the patient side of the firing and tore the renal artery causing significant bleeding. The surgeon repaired the artery with suture and continued the procedure. There were no cc amounts of blood loss provided or if the patient required any blood products at that time. The procedure was completed and the patient was taken to ICU. Post op later that evening at eleven o¿clock pm the patient showed signs that indicated something was not normal and at that time was taken back to the or. An emergency surgery was performed and the patient had bleeding that caused hemorrhagic shock and organ failure. Later the patient expired.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.